Manufacturer narrative:
No patient information as no patient was involved. Device lot# and mfg are dependent on part return. Therefore, unavailable. Replacement clamp and driver were sent to site for issue resolution. No parts have been returned for analysis.

Event description:
A medtronic representative reported that the spine clamp cannot be tightened to the spinal process. This is because the screw of the clamp or the tip of the clamp driver is worn out. No patient present or impacted.